Event description:
A caller reported a malfunction on the pump, identified with a malfunction code. Technical support provided assistance to reset the pump, and the caller successfully performed the reset without recurrence of the malfunction. There was no reported adverse impact to the customer's blood glucose level. The caller was advised to continue using the pump and to contact technical support if the issue reoccurs, which the caller acknowledged and understood.